Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently pump battery depleted quickly and pump shutdown. Customer's blood glucose was 280 mg/dl. Upon follow up, customer reported battery was depleting as expected and pump therapy was resumed. Tandem technical support reviewed pump data and found that the pump touchscreen did not time out causing the battery to deplete quickly and can be cleared by pressing the wake button.